Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 382 mg/dl. Reportedly, to address the bg level, the customer delivered a correction bolus. System check with tandem technical support was performed and showed that the pump was functioning as intended.